Event description:
During deep brain stimulator placement (therapy for tremor) micro electrode brain mapping was performed. Recordings with first electrode were successful. Micro stimulation was conducted. This required that a new electrode be used for subsequent recording. A new electrode was inserted. Pt complained of severe intracranial pain (surgery is done under local anesthesia). Electrode was removed immediately. Although marked with same catalog # the second electrode was incorrectly too long (228 mm). Correct length was 188 mm. Pt had no untoward effects. Issue resolved with MFR.